Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the needle kept coming out of her body and the blood glucose was running high. She did not provide a blood glucose reading but was going to the emergency room and stated she would call back afterward. The insulin pump was not replaced or returned for analysis.